Event description:
The customer reported the system displayed a generator error message and shut down. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries and the external interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.